Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the patient was seen for device activation, the device showed in situ measurements of all channels having high impedance. It is known that the patient fell landing on the right side.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
When the patient was seen for device activation, the device showed in situ measurements of all channels having high impedance. It is known that the patient fell, landing on his right side. Re-implantation has been recommended to the family but no decision has been made as yet.